Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, drawer failed and unable to recover. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-apr-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident. A technical support specialist (tss) contacted the customer to investigate the issue. The customer confirmed that the user was able to successfully recover the drawer. The system functioned as intended after customer resolved the issue.